Manufacturer narrative:
The catheter was returned for evaluation with a guidewire protruding from the hub for approximately 93.0 cm and it was not able to remove it from the catheter. The catheter was found to be elongated for approximately 27.0". In addition, approximately 6.71" of the catheter's tip was found to be missing. The catheter was found accordion at approximately 61.5 cm, 68.5 cm, 84.3 cm, 86.0 cm and 87.5 cm from the catheter hub. In addition, the catheter was found flattened at approximately 176.0 cm from the catheter hub and from 182.5 cm to the catheter distal end. An infusion hole was located at approximately 1.28 cm from the proximal marker band. The appearance of the infusion hole was ovalized and stretched. The width of the infusion hole was measured to be 0.038". The tubing material at the catheters distal end exhibited necking and stretching. It appears that the catheter became separated at an infusion hole. The broken end of the catheter exhibited plastic deformation (necking and stretching) of the tubing material indicating that the catheter broke as it was pulled with forces exceeding the tensile strength of the tubing material. The catheter body was also found damaged. However, the cause for the damages could not be determined. All catheters are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information regarding an incident involving one of its devices. During the procedure, it was reported the physician had difficulty tracking the (B)(4) catheter over a 0.035"; amplatz guidewire during the peripheral vascular catheterization within the sfa (superficial femoral artery). More force was applied and the catheter eventually got stuck and broke (catheter) within the sheath. The catheter was found to be separated into two pieces as it was removed from the sheath. The procedure was completed with a (B)(4) and a new guidewire. No patient injury was reported as a result of the procedure.